Event description:
The hosp biomedical engineer ("bme") reported that the high frequency ("hf") cable flamed during a resectoscopic myomectomy procedure. The procedure was completed with a second cable and there were no injuries related to the occurrence.